Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms these cases from canada all report various adverse events with the redapt implants. All information available for this complaint case has been reviewed and considered in the medical assessment. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed.. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the patient presented a groin hernia. After that, hernia it was repair having ongoing issues as of (B)(6) 2020.